Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent capture and had a possible fracture. It was noted that the patient was symptomatic. The rv lead was reprogrammed but intermittent capture and elevated short v-v intervals. The rv lead was capped and replaced with a leadless ipg system. No further patient complications have been reported as a result of this event.